Event description:
It was reported that the ventilator was shaking and showed bad readings. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was shaking and showed bad readings. During an on-site investigation by our field service engineer, the reported issue could not be reproduced. Further inspection revealed that a defective humidifier vibrated against the ventilator causing the issue and there is no ventilator malfunction. The device passed all performance and safety tests according to factory specifications and was cleared for clinical use. The root cause cannot be established by this investigation. Based on the information above this complaint will be closed.

Event description:
Manufacturers ref: # (B)(4).